Event description:
Patient receiving hydration therapy at home. The pump eating batteries, screen is blank when alarm goes off. Patient could not restart the pump. This caused a several hour delay in therapy as new device had to be delivered to the patient's home.